Event description:
The customer observed a crimped waste aspirate line on the analyzer, which could cause falsely elevated troponin I results to occur of a magnitude that might initiate cardiac catheterization. There was no report of patient harm as a result of this event.